Event description:
It was reported that during a percutaneous interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left external iliac artery. On the first inflation with a 4.0 x 40/135 (4f) sterling monorail balloon catheter, the balloon ruptured at 12 atms. The pt was symptomatic during the event. No pt complications occurred. The pt's status was satisfactory.

Manufacturer narrative:
Pt's age: 18 years or older. The device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).